Event description:
A cartridge change error was reported by the customer. The issue impacted the customer's blood glucose level, causing it to exceed 500 mg/dl and display as "high." The customer administered a correction injection using a manual method. Tandem technical support provided instructions to inspect and clean the pump¿s components, but the customer could not successfully load the cartridge. Technical support assisted with further attempts to resolve the issue, and ultimately referred the customer to a higher-level support for escalated troubleshooting.